Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: presence of moisture residue on the connector and internal front panel frame. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Additionally, the most probable cause of the presence of moisture residue on the connector and internal front panel frame was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source kept switching to the backup lamp continuously and had a scope communication error e103. The event occurred during inspection for use. There were no reports of patient harm.